Manufacturer narrative:
The e801 analyzer serial number is (B)(6) and the e411 analyzer serial number is (B)(6). The field service engineer (fse) serviced the e801 analyzer and replaced the measuring cell, replaced punctured tubing, replaced the sample and reagent pipettes, replaced the pre-wash sipper and both channel sippers, and also replaced the seal. A blank cell test, instrument check, calibration, and qc were all performed successfully. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys hbsag ii results for 4 patient samples on a cobas e 801 analytical unit and a cobas e 411 analyzer. This medwatch will cover hbsag. Refer to medwatch with a1 patient identifier (B)(6) for information on the hiv results. On (B)(6) 2026, sample 1 had an initial serum result of 1.02 coi, interpreted as reactive. The repeat result was 1.03 coi, interpreted as reactive. A plasma segment was taken from a blood bag donated by the patient and tested on an e411 analyzer. The result was 0.537 coi, interpreted as non-reactive. A neutralization test was performed and the result was 0.5766, interpreted as negative. Clarification on which sample the neutralization test was performed on was not provided. On (B)(6) 2026, nucleic acid testing was performed on a plasma sample from the patient and the result was non-reactive. On (B)(6) 2026, sample 2 had an initial serum result of 1.23 coi, interpreted as reactive. The sample was re-centrifuged and repeated and the result was 1.31 coi, interpreted as reactive. A plasma segment was taken from a blood bag donated by the patient and tested on an e411 analyzer. The result was 0.528 coi, interpreted as non-reactive. A neutralization test was performed and the result was 0.5766, interpreted as negative. Clarification on which sample the neutralization test was performed on was not provided. On (B)(6) 2026, nucleic acid testing was performed on the plasma sample from the patient and the result was non-reactive. On (B)(6) 2026, sample 3 had an initial serum result of 23.7 coi, interpreted as reactive. The repeat result was 22.8 coi, interpreted as reactive. On (B)(6) 2026, the sample was also repeated twice on an e411 analyzer and the results were 37.25 coi and 37.91 coi, both interpreted as reactive. A plasma segment was taken from a blood bag donated by the patient and tested on an e411 analyzer. The result was 0.530 coi, interpreted as non-reactive. Nucleic acid testing was also performed on the plasma sample from the patient and the result was non-reactive. On (B)(6) 2026, sample 4 had an initial serum result of 1.71 coi, interpreted as reactive. The repeat result was 1.70 coi, interpreted as reactive. On (B)(6) 2026, the sample was tested on an e411 analyzer and the result was 2.23 coi, interpreted as reactive. Nucleic acid testing was performed on a plasma sample from the patient and the result was non-reactive.